Event description:
It was reported that an ilet pump repeatedly displayed alert 65, indicating an audio system over/under current condition, and the user performed multiple restarts without resolution, after which a replacement device was provided with education that the new device would relearn the user¿s insulin needs. Symptoms included no change in blood glucose and no adverse clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included a review of user reports and return tracking to confirm receipt of the original device. Investigation of the returned device revealed a malfunction of the audio subsystem consistent with an over/under current fault, with the alert recurring after restarts. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the audio component, with no user error identified.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.